Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal fiber breakage, dents on distal edge, minor debris under distal cover glass, loose light guide adapter, cracked on sides of video connector and no light transmission. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing, the rigid video scope did not display an image. There were no reports of patient involvement.

Event description:
It was reported that during reprocessing, the rigid video scope did not display an image. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.